Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Hyperglycemia event. The user reported. A discrepancy between their sensor glucose (sg) reading of 67 mg/dl and a fingerstick blood glucose (bg) value above 300 mg/dl. Upon review in the data management system (dms), the sg value at that time was confirmed to be 74 mg/dl, and no bg value was recorded. The user's alert settings were a low alert of 70 mg/dl and a high alert of 190 mg/dl, and since the sg value did not exceed the high alert threshold, no high glucose alert was triggered or received. The user did not seek medical treatment and managed the event independently by taking their regular medication. Their healthcare provider was not informed, though the user was advised to follow up for further guidance.